Event description:
During a follow-up, a device was interrogated several times with 3 different programmers. For each interrogation, the same message appeared : "new implant detected, close the session and re-interrogate". However, the nominal feature, enabling to program the device in one click in basic mode, worked properly.

Manufacturer narrative:
(B) (4). This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to ela medical (dated 11/06/2009), sorin crm (formerly ela medical) is filing this MDR at this time. Method (other): review of the electronic data and files received. (B) (4).